Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient was seen in the clinic and she was noted to have cola colored urine and her lactate dehydrogenase was elevated. Some pump low speed operations were noted, and her pulsatility index (pi) values were slightly higher than her baseline. The patient is off coumadin and has abnormal lvad sounds. The pump's low speed limit was decreased by the vad coordinator. Echocardiography indicated that pump flow was fine. The patient was admitted for pump thrombus. It was reported that on admission the patient's anticoagulation regimen was not increased because she had a history of gi bleeding after undergoing chemotherapy and radiation for rectal cancer; however, after a right heart catheterization was performed the patient was empirically started on primacor and regular dose heparin. A ramp study was to be performed to determine if there was any recovery of her native heart as they wanted to hopefully prevent renal failure in light of the hemolysis and progression of the urine to a coffee color. It was later reported that the patient's heart had recovered enough for the pump to be explanted on (B)(6) 2015.

Manufacturer narrative:
(B)(4) - the lvad was returned for analysis. The evaluation is not completed. No further information is available. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.

Manufacturer narrative:
The report of hemolysis and suspected thrombus can be confirmed based on the evaluation of (B)(4). Upon disassembly of the returned pump, examination of the distal side of the inlet stator and the blood tube/rotor inlet section revealed denatured thrombus rings adhered to the inlet bearing ball and cup. The thrombus rings appeared to have develop in laminated layers, which indicates that they were present while the pump was operating. Areas of the rings found on the inlet bearing ball and cup appeared similar in color and structure, which suggests that the rings were likely a single formation prior to disassembly of the pump. The thrombus rings found in the pump would have contributed to the reported clinical signs of hemolysis. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.